Event description:
As reported, the polyethylene glycol (peg) sealant of a 6/7f mynx control vascular closure device (vcd) came out of the body when removing the device. Manual compression was used to finish the procedure. There was no reported patient injury. The device was used for hemostasis during endovascular therapy (evt) after exchange to a 7fr short sheath. The vessel diameter was reported to be over 5 mm with no calcification, plaque, or stent in the proximal area. No stenosis of 50% or more was observed at the puncture site. There were no infections. The physician had completed training. The product was stored in a temperature-controlled catheterization room. The procedure was completed, and billing was confirmed as permissible. Additional information was requested but could not be obtained. The device will be returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the polyethylene glycol (peg) sealant of a 6f/7f mynx control vascular closure device (vcd) came out of the body when removing the device. Manual compression was used to finish the procedure. There was no reported patient injury. The device was used for hemostasis during endovascular therapy (evt) after exchange to a 7fr short sheath. The vessel diameter was reported to be over 5 mm with no calcification, plaque, or stent in the proximal area. No stenosis of 50% or more was observed at the puncture site. There were no infections. The physician had completed training. The product was stored in a temperature-controlled catheterization room. The procedure was completed, and billing was confirmed as permissible. Additional information was requested but could not be obtained. One non-sterile 6f/7f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection showed that both button 1 and button 2 were fully depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was deployed but remained attached to the distal portion of the unit over the balloon. The sealant sleeves were returned retracted, as expected following activation of the deployment mechanism. A 7f non-cordis catheter sheath introducer (csi) was returned inserted in the device. The balloon was retracted, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. No deployment simulation could be performed, as the unit was received in a fully deployed state. Additionally, the sealant was manually removed, during which no resistance was observed. The balloon inflation/deflation mechanism was evaluated to assess potential contributors to the reported condition. During this analysis, no issues were observed with the inflation or deflation mechanism of the balloon. The reported event of ¿sealant-inaccurate placement-complete¿ was observed through analysis of the device received since it was noted that the sealant was still on the atraumatic tip of a device. However, the exact cause of the issue could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported issue with the device since it was received with both buttons fully depressed with no issues. However, vessel/patient factors and/or procedural/handling factors (such as not maintaining fingertip compression during removal) are possible since there were no anomalies noted when removing the sealant from the device during analysis. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.